Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in a female patient who had essure (batch no. B34596) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin b12 deficiency, mood swings, anxiety, weight gain, esophageal reflux, weight loss, sinusitis, eating disorder, overweight, hyperlipidemia, back pain, migraine headache, allergic rhinitis, hypertriglyceridemia, obesity, sore throat, ear pain, candidiasis, diverticulosis, cough, sinusitis and bronchitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("metal allergy"), endometriosis ("endometriosis"), uterine cyst ("uterine cysts"), pelvic pain ("sharp/stabbing pelvic pain"), loss of libido ("loss of libido"), dysmenorrhoea ("painful periods (dysmenorrhea)"), breast pain ("breast pain/ breast"), tenderness ("tenderness"), muscle spasms ("abdominal spasms"), muscle twitching ("twitching"), blepharospasm ("fluttering"), pain ("all over body aches/pain"), back pain ("back pain"), arthralgia ("joint pain/ hip pain"), chest pain ("chest pain"), pain in extremity ("leg pain"), neck pain ("neck pain"), spinal pain ("spine pain"), nausea ("nausea"), vomiting ("vomiting"), flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhea"), dyspepsia ("heartburn"), headache ("headaches"), migraine ("migraines"), dizziness ("dizziness"), mental impairment ("brain fog - cloudiness/ diminished brain function ((brain fog, cloudiness)"), memory impairment ("forgetfulness"), anxiety ("anxiety"), panic attack ("panic attacks"), mood swings ("mood swings"), confusional state ("confusion"), amnesia ("short term memory loss"), vitamin d deficiency ("vitamin d deficiency"), increased tendency to bruise ("unexplained/easily bruising"), hypersensitivity ("heightened allergies/ allergic reactions"), gluten sensitivity ("gluten sensitivity"), alopecia ("hair loss or changes"), tooth disorder ("dental issues"), insomnia ("insomnia"), vitreous floaters ("vision problems (floaters)"), vision blurred ("blurred vision"), visual impairment ("decreased vision"), hyperhidrosis ("excessive sweating"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), dry eye ("dry eye"), vaginal discharge ("discharge (odor/no odor)"), ovulation pain ("painful ovulation (mittelschmerz)") and loss of personal independence in daily activities ("autoimmune-like symptoms: having trouble completing school work and household things") and was found to have weight decreased ("weight loss issues/ weight issues (loss/ gain)"). The patient was treated with surgery (total hysterectomy salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, allergy to metals, endometriosis, weight decreased, uterine cyst, pelvic pain, loss of libido, dysmenorrhoea, breast pain, tenderness, muscle spasms, muscle twitching, blepharospasm, pain, back pain, arthralgia, chest pain, pain in extremity, neck pain, spinal pain, nausea, vomiting, flatulence, constipation, diarrhoea, dyspepsia, headache, migraine, dizziness, mental impairment, memory impairment, anxiety, panic attack, mood swings, confusional state, amnesia, increased tendency to bruise, hypersensitivity, gluten sensitivity, alopecia, tooth disorder, insomnia, vitreous floaters, vision blurred, visual impairment, hyperhidrosis, dry skin, hair texture abnormal, dry eye, vaginal discharge, ovulation pain and loss of personal independence in daily activities outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, blepharospasm, breast pain, chest pain, confusional state, constipation, diarrhoea, dizziness, dry eye, dry skin, dysmenorrhoea, dyspepsia, endometriosis, flatulence, genital haemorrhage, gluten sensitivity, hair texture abnormal, headache, hyperhidrosis, hypersensitivity, increased tendency to bruise, insomnia, loss of libido, loss of personal independence in daily activities, memory impairment, mental impairment, migraine, mood swings, muscle spasms, muscle twitching, nausea, neck pain, ovulation pain, pain, pain in extremity, panic attack, pelvic pain, spinal pain, tenderness, tooth disorder, uterine cyst, vaginal discharge, vision blurred, visual impairment, vitamin d deficiency, vitreous floaters, vomiting and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in a female patient who had essure (batch no. B34596) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin b12 deficiency, mood swings, anxiety, weight gain, esophageal reflux, weight loss, sinusitis, eating disorder, overweight, hyperlipidemia, back pain, migraine headache, allergic rhinitis, hypertriglyceridemia, obesity, sore throat, ear pain, candidiasis, diverticulosis, cough, sinusitis and bronchitis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("metal allergy"), endometriosis ("endometriosis"), uterine cyst ("uterine cysts"), pelvic pain ("sharp/stabbing pelvic pain"), loss of libido ("loss of libido"), dysmenorrhoea ("painful periods (dysmenorrhea)"), breast pain ("breast pain/ breast"), tenderness ("tenderness"), muscle spasms ("abdominal spasms"), muscle twitching ("twitching"), blepharospasm ("fluttering"), pain ("all over body aches/pain"), back pain ("back pain"), arthralgia ("joint pain/ hip pain"), chest pain ("chest pain"), pain in extremity ("leg pain"), neck pain ("neck pain"), spinal pain ("spine pain"), nausea ("nausea"), vomiting ("vomiting"), flatulence ("gas"), constipation ("constipation"), diarrhoea ("diarrhea"), dyspepsia ("heartburn"), the first episode of headache ("headaches"), the second episode of headache ("migraines"), dizziness ("dizziness"), feeling abnormal ("brain fog - cloudiness/ diminished brain function ((brain fog, cloudiness)"), memory impairment ("forgetfulness"), anxiety ("anxiety"), panic attack ("panic attacks"), mood swings ("mood swings"), confusional state ("confusion"), amnesia ("short term memory loss"), vitamin d deficiency ("vitamin d deficiency"), contusion ("unexplained/easily bruising"), hypersensitivity ("heightened allergies/ allergic reactions"), gluten sensitivity ("gluten sensitivity"), alopecia ("hair loss or changes"), tooth disorder ("dental issues"), insomnia ("insomnia"), vitreous floaters ("vision problems (floaters)"), vision blurred ("blurred vision"), visual impairment ("decreased vision"), hyperhidrosis ("excessive sweating"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), dry eye ("dry eye"), vaginal discharge ("discharge (odor/no odor)"), ovulation pain ("painful ovulation (mittelschmerz)") and loss of personal independence in daily activities ("autoimmune-like symptoms: having trouble completing school work and household things") and was found to have weight decreased ("weight loss issues/ weight issues (loss/ gain)"). The patient was treated with surgery (total hysterectomy salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, allergy to metals, endometriosis, weight decreased, uterine cyst, pelvic pain, loss of libido, dysmenorrhoea, breast pain, tenderness, muscle spasms, muscle twitching, blepharospasm, pain, back pain, arthralgia, chest pain, pain in extremity, neck pain, spinal pain, nausea, vomiting, flatulence, constipation, diarrhoea, dyspepsia, the last episode of headache, dizziness, feeling abnormal, memory impairment, anxiety, panic attack, mood swings, confusional state, amnesia, contusion, hypersensitivity, gluten sensitivity, alopecia, tooth disorder, insomnia, vitreous floaters, vision blurred, visual impairment, hyperhidrosis, dry skin, hair texture abnormal, dry eye, vaginal discharge, ovulation pain and loss of personal independence in daily activities outcome was unknown. The reporter considered allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, blepharospasm, breast pain, chest pain, confusional state, constipation, contusion, diarrhoea, dizziness, dry eye, dry skin, dysmenorrhoea, dyspepsia, endometriosis, feeling abnormal, flatulence, genital haemorrhage, gluten sensitivity, hair texture abnormal, hyperhidrosis, hypersensitivity, insomnia, loss of libido, loss of personal independence in daily activities, memory impairment, mood swings, muscle spasms, muscle twitching, nausea, neck pain, ovulation pain, pain, pain in extremity, panic attack, pelvic pain, spinal pain, tenderness, tooth disorder, uterine cyst, vaginal discharge, vision blurred, visual impairment, vitamin d deficiency, vitreous floaters, vomiting, weight decreased, the first episode of headache and the second episode of headache to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.